Event description:
It was reported that the patient underwent a hip replacement surgery on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to aseptic loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter contact name - unknown.

Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 359 nmol/l and chrome 180 nmol/l) are strongly elevated according to the nov guidelines. It was stated that the patient suffered from a nickel allergy. (B)(6) data indicate a cup inclination angle of 52 degrees with an anteversion of 13 degrees. On a provided CT scan the cup inclination angle was measured at 55 degrees. It was not possible to measure the anteversion angle. It also was noted that there was a mass in the iliopsoas extending into the pelvis. On provided radiograph dated (B)(6) 2008 the inclination angle was measured at 57 degrees. It was not possible to measure the anteversion angle. On a radiograph dated (B)(6) 2013 the cup had subluxated. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. Reference is also made to the IFU (IFU: (B)(4) (biomet recap total hip resurfacing system) which states in the warnings section: ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure.¿ no information was available on the positioning of the hip stem. Due to insufficient data the cause of the reported aseptic loosening could not be identified. At this stage it is impossible to know for certain whether or not the loosening was caused by the development of the pseudotumor, or vice versa. A review of the manufacturing history records confirms no abnormalities or deviations reported.

Event description:
Biomet UK received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2013 due to aseptic loosening.